Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for fecal incontinence patient reported that they had diarrhea and cramping, but it went away. Patient further reported that they got bladder infection because of the fecal leaking. No further complications were noted or anticipated.